Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl two years ago. The customer was experiencing unexplained high glucose of 514mg/dl at time of call, and having a headache. The customer stated that she has treated her high glucose level with manual injections. Troubleshooting was performed. The time, date, and settings were correct. The customer did not want to continue testing as she feels exhausted. Advised to contact her doctor and revert to back up plan until she feels better to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.